Event description:
It was reported that the customer had high blood glucose and insulin pump alarmed no delivery. Customer's blood glucose was 473 mg/dl. Customer treated with syringe. Troubleshooting was done for high blood glucose and no delivery. It was found that the insulin pump passed the high pressure test. The customer was advised the no delivery alarm was caused by infusion set and reservoir occlusion. The insulin pump is working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.